Manufacturer narrative:
Initial reporter phone number: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however pictures were received and evaluated. Based on the picture provided, the external blood leak was at the level of the return screwed connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100, an external blood leak was observed from the connection of the return blood line to the m100 dialyzer. There was no patient injury or medical intervention associated with this event. No additional information is available.